Manufacturer narrative:
This report is submitted on may 28, 2021.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. It is unknown if there are plans to explant the device, as of the date of this report.

Manufacturer narrative:
This report is submitted on june 24, 2021.

Manufacturer narrative:
The cochlear implant was evaluated on (B)(6) 2021, using the integrity test system. The results are consistent with a device malfunction. The device was explanted on (B)(6) 2021 and the patient was re-implanted with a new device during the same surgery. This report is submitted on 28 may 2021.